Event description:
Removal of port-a-cath procedure was complicated due to the port and the catheter could be removed only up to where it is inserted into the subclavian vein. The remainder could not be dislodged from the subclavian vein by pediatric surgeon. Vascular surgeon called to assist, line study completed, catheter was intact. Image reviewed with parents and advised that since it is made out of nonreactive material, unlikely to cause any problem. The fragment was retained by the patient.what was the original intended procedure?removal of the port-a-cath.